Event description:
Customer states the situation is the bloom stimulator keeps going on and off. During a test the patient went into the v tach and they had to use defib due to the bloom stimulator not funtioning properly.